Event description:
A central venous catheter was placed by a radiologist. Following insertion, blood was observed seeping from the exit site when the pt coughed. Upon removal a small pin-hole was found in the venous lumen approx 1/2" below the subcutaneous anchoring cuff. A second catheter was placed and a hole was discovered in this catheter as well. This resulted in an extended surgical procedure, with the patient incurring a drop in blood pressure and some blood loss. The second catheter was repaired by gluing and remains in use.